Event description:
On (B)(6) 2025 the patient called inogen, to report that his g4 concentrator had stopped working. Patient claimed it would not turn on. Patient stated he was on vacation at the time of the incident and this was his only source of o2, which he required medical intervention. Ingoen, tried to reach patient on three different occassions and was unsuccessful reaching patient to get full details about the incident. Intervention is unknown. This complaint is being submitted due to the nature of the patient claiming he needed medical intervention.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.